Event description:
The contact stated the customer's glucose readings had been higher than usual. He ran a control test and received a result of 162 mg/dl. The normal control range is 87-121 mg/dl. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.